Event description:
It was reported that the implantable cardiac monitor (icm) was detecting pause episodes that was attributed to undersensing of qrs complexes. There was also undersensing noted on an atrial fibrillation (af) episode. The device remains in use. No patient complications have been reported as a result of this event.